Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings:.alarm verified in black box and history but unable to complete investigation, or duplicate complaint due to display issue. Powered up pump, good audio and vibrator, no display. Opened pump, removed display. Back of display was cracked in several places. Replaced display with known good display. New display was fully functional.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.